Event description:
The pt reported that on (b)(64) 2011 at 9:00pm e4 (occlusion) error was displayed on the infusion device and her blood glucose measured 305 mg/dl. She changed the insulin cartridge and infusion set and bolused 3 units of insulin through the infusion device. At 11:00pm e4 was displayed again and the pt changed the insulin cartridge and infusion set. On (B)(6) 2011 at 4:04am the pt felt sick and vomited. At 6:30am e4 was displayed and her blood glucose measured 335 mg/dl. She changed the insulin cartridge and infusion set and bolused 6 units of insulin through the infusion device. She tested positive for ketones. At 7:00am, she felt a vibration and the infusion device shut down and turned back on without displaying an error message. At 7:53am, her blood glucose measured 327 mg/dl and she bolused 3 units of insulin through the infusion device. Her blood glucose measured 213 mg/dl at 8:44am, 231 mg/dl at 9:25am and she bolused 4 units of insulin, 134 mg/dl at 10:14am, and 89 mg/dl at 11:02am. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.